Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. In another surgery on the same date, the lens was exchanged for a replacement lens of shorter length and the problem resolved. Cause of the event was reports as unknown.

Manufacturer narrative:
Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Manufacturer narrative:
H6- health effect- clinical code 4581: significant reduction of ica. B5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of iridocorneal angles. In another surgery on the same date, the lens was exchanged for a replacement lens of shorter length and the problem resolved. Cause of the event was reports as unknown. Claim # (B)(4).